Event description:
Additional information was received from a healthcare provider via a company representative who reported that the cause of seeing the motor stall error code due to the MRI but there being nothing in the logs was that the tablet logs did not go back that far. The patient knew that they had an MRI, but could not remember when, so the date/time of the motor stall and the date/time of the motor stall recovery due to the MRI were unknown. It was noted that the pump was still in use, there were no issues, and it was working fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (0.01 mg/ml at .0057 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient was in the office for an increase, and the healthcare provider was seeing a motor stall error code due to an MRI on the tablet, but there was nothing in the pump logs and the patient did not remember having an MRI recently but did have an MRI along time ago. It was noted that the account had recently had their tablet replaced. The agent reviewed that the new tablet is alerted to a previous motor stall even though it was a long time ago.